Event description:
Balloon dilatation catheter burst in fistula, the balloon shredded part of the balloon remained in the pt, a second balloon catheter was inserted into the fistula the second balloon by the same manufacturer burst as well. The burst balloon could not be retrieved and the fistula had to be tied off. Pt had to undergo two additional procedures; one for immediate dialysis access and a second to create another fistula in other arm. Two cook balloons were used and both shredded in the pt.